Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2020-07615. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead exhibited noise. One of these episodes resulted in inappropriate anti-tachycardia pacing therapy. No intervention was performed. It was also found that the atrial lead exhibited noise resulting in inappropriate mode switching. The atrial lead was programmed off. The patient was stable.